Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that during insertion through needle, the guide wire kinked in the patient. The guide wire was removed and replaced.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that during insertion through needle, the guide wire kinked in the patient. The guide wire was removed and replaced.